Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right ventricular (rv) lead, suspected intermittent under-sensing during episode. Current electr ogram (egm) reveals ventricular sensed beats with one premature ventricular contraction under-sensed. The rv lead remains in use. No patient complications have been reported as a result of this event.